Manufacturer narrative:
The device was returned to our post market quality assurance laboratory with the severed proximal portion of the related lead in the header. Visual inspection of the pacemaker header revealed that all setscrews were fully retracted. The seal plugs had been removed. During analysis, the lead portion was removed from the header with normal force. The device was exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately and functioned as designed. The device header was then disassembled and both the inner and outer seals were inspected. Evidence of silicone to silicone bonding was found in the seal rings of both the atrial and ventricular lead ports. Analysis concluded the silicone to silicone bonding likely contributed to the clinical observation of lead removal difficulty.

Event description:
Boston scientific received information that, during a routine device replacement procedure, difficulty was encountered removing the related lead from the device header. The lead could not be successfully removed, and the lead was cut and surgically abandoned. The patient was hospitalized as a normal part of the replacement procedure. No further adverse patient effects were reported.